Manufacturer narrative:
Image analysis: one image was provided for still image review. The image provided shows two resolute onyx shelf cartons. One of the shelf cartons in the image matches the product info provided on gch: lot number 0011478583, size 2.75x38mm. The complaint for stent deformation cannot be confirmed from the image provided. Additional information: the patient was admitted to hospital with non-st elevation acute coronary syndrome and was underwent an angioplasty of the ad hoc cd lesion. The patient returned for the second stage angioplasty for the bifurcation between the anterior descending and diagonal branches. Intravascular ultrasound (ivus) showed obstructive fibro-calcified plaque in the middle third with and superficial arch calcification. Pre-dilation was performed with a 2.0x15mm non-medtronic cutting balloon, a 2.25x15mm nc balloon, and a 3.0x20mm nc balloon. Angioplasty with a 2.25x30mm resolute onyx des was done, with the aid of a 6f non-medtronic guide extension catheter (gec). Post dilation was performed with a 3.0x20mm nc balloon. An attempt was then made to deliver the 2.75x38mm resolute onyx des for overlap implantation with the first resolute onyx des, with the aid of the non-medtronic gec. It was reported that the device failed to deliver, and stent deformation occurred in vivo during positioning/advancement. When the stent was removed from the catheter, there was a distortion of the stent mesh in the distal portion of the stent. The procedure was completed using another 2.75x38mm resolute onyx des, with aid of the non-medtronic gec in overlap with the first stent successfully. There were no complaints against a 2.25x30mm resolute onyx des also used during the procedure. At the end of the procedure there was timi 3 flow, with no signs of complications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one resolute onyx coronary drug eluting stent (des) to treat a moderately tortuous, moderately calcified lesion with 60% stenosis in the mid left anterior descending (lad) artery/diagonal branch. The device was inspected with no issues. Negative prep was not performed. The device did pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used. It was reported that stent deformation occurred in vivo during positioning/advancement. The procedure was completed using another 2.75x38mm resolute onyx des. There was no medical or surgical intervention needed to prevent a permanent impairment of a function. The event did not lead to or extend patient hospitalization. The patient is alive with no injury.

Manufacturer narrative:
Product analysis summary: the stent was positioned on the balloon between the marker bands as per position specification, but due to distal stent deformation/misalignment the stent did not meet visual acceptance specification. Deformation was evident to the proximal distal stent wraps/ with struts raised. Deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel no other damage evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d b codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.